Event description:
Unit is going into reset and shutting off unit at the service center display is going blank also. When attempting to go into event trace customer indicated unit showed 226 event unit then shut down when attempting to go back into event trace they noted 437 event unit again shut down. Did not recall what alarm was sounding. They only know the alarm was a constant alarm. They stated they were running the unit on ac power. The internal battery was fully charged (two green leds). Occurred during tesing. During un time, unit alarmed and displayed a reset. Cleared alarm and after 15 minutes unit alarmed again with a blank display. While reviewing event trace scroll encoder switch locked up followed by another unit shut down.